Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. Upon investigation the monitor was unable to power on. Fuse f600 was open on the computer/analog (c/a) board. Shorted layers on c/a board near connector j1 caused the open fuse. The root cause for the shorted c/a board layers could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that it wouldn't power on.